Event description:
This is report 1 of 3 for the same event. It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the oscillating saw attachment device sounded horrible and was not locking onto the small battery drive device while in use together with the sagittal saw attachment device. There was a three minute delay in the surgical procedure. An identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and it was observed that the turn sleeve did not lock and prongs did not come in and out enough. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.